Event description:
It was reported that a post market clinical study, pt underwent an x-stop procedure. Approximately sixteen months post procedure, the pt complained returning buttock and anterior thigh pain upon walking. MRI was requested with possible removal of the device. Approximately at twenty two months post procedure, the pt's medical file indicated that the pt had recurrent pain as before the procedure. Pt is now on narcotic pain medication and was referred for pain mgmt and steroid injection. X-stop removal was indicated as later if no improvement. No additional info was reported.

Manufacturer narrative:
Method: device was not returned; followed up with company rep.